Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Observed sensor plug was not visibly properly seated, and no physical damage was observed on sensor patch. The sensor found to be in a sensor state 1 (indicating storage state). Insertion failure was observed. Therefore, this issue is not confirmed use due to plug not properly seated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported on behalf of a (10-year-old) customer that received a ¿check sensor¿ message on the same day of applying the adc freestyle libre 2 sensor. The customer was unable to monitor their blood glucose and experienced a loss of consciousness and required third-party treatment of juice, 5 sugars, and milk with colacao and sugar. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported on behalf of a ((B)(6)-year-old) customer that received a ¿check sensor¿ message on the same day of applying the adc freestyle libre 2 sensor. The customer was unable to monitor their blood glucose and experienced a loss of consciousness and required third-party treatment of juice, 5 sugars, and milk with colacao and sugar. There was no report of death or permanent impairment associated with this event.

Event description:
A caregiver reported on behalf of a (10-year-old) customer that received a ¿check sensor¿ message on the same day of applying the adc freestyle libre 2 sensor. The customer was unable to monitor their blood glucose and experienced a loss of consciousness and required third-party treatment of juice, 5 sugars, and milk with colacao and sugar. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.